Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac, watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transseptal puncture was performed. The physician then placed the non-boston scientific pigtail inside of the appendage once across with the was sheath. The physician then advanced the was sheath distally with the pigtail still in place. Next, the pigtail was removed and the 27mm wds was successfully prepped and introduced into the was. The physician then began to slowly un-sheath. Once the closure device was all the way unsheathed, it was noticed that the 27mm closure device had a long tubular shape throughout. The bsc clinical representative informed the physician that they may have perforated with the closure device and asked the transesophageal echocardiography (tee) physician to check for effusion. There was a growing effusion noted that appeared to be inferior and lateral to the right and left ventricle. The physician left the closure device in place and performed a pericardiocentesis removing approximately about 800ml of dull colored fluid. After about 35 minutes, it did not appear that the effusion was going to resolve. The patient was taken to surgery to clip the appendage to stop the bleeding. The physician suspected that during unsheathing of the device, it went through the appendage before the closure device went into flx ball. The device is not expected to be returned for analysis. It was further reported that the transseptal went smoothly and no problems were noted. No previous pe was noted during the tee. The physician does not believe that the access solution contributed to the patient complication. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac, watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transseptal puncture was performed. The physician then placed the non-boston scientific pigtail inside of the appendage once across with the was sheath. The physician then advanced the was sheath distally with the pigtail still in place. Next, the pigtail was removed and the 27mm wds was successfully prepped and introduced into the was. The physician then began to slowly un-sheath. Once the closure device was all the way unsheathed, it was noticed that the 27mm closure device had a long tubular shape throughout. The bsc clinical representative informed the physician that they may have perforated with the closure device and asked the transesophageal echocardiography (tee) physician to check for effusion. There was a growing effusion noted that appeared to be inferior and lateral to the right and left ventricle. The physician left the closure device in place and performed a pericardiocentesis removing approximately about 800ml of dull colored fluid. After about 35 minutes, it did not appear that the effusion was going to resolve. The patient was taken to surgery to clip the appendage to stop the bleeding. The physician suspected that during unsheathing of the device, it went through the appendage before the closure device went into flx ball. The device is not expected to be returned for analysis.